Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the mildly tortuous left common iliac artery. The 5.0mmx40mmx135cm foxcross balloon dilatation catheter (bdc) was soaked and prepped prior to use without any issue or leak noted. The foxcross bdc was successfully advanced to the target lesion without resistance. However, during the third inflation the bdc balloon ruptured at 16 atmospheres (atm) reportedly due to the heavy calcification in the lesion. The bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 6.0mmx40mmx135cm foxcross bdc and a 7.0x19mm omnilink elite stent were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.